Event description:
Reported via clinical study: it was reported that death occurred. A left atrial appendage (laa) closure procedure was performed. Prior to implant procedure, aspirin was administered. On (B)(6) 2022, the patient underwent successful placement of 27 mm watchman flx device. On (B)(6) 2022, the patient was discharged on apixaban (10 mg/day), clopidogrel (75 mg/day) and aspirin (81 mg/day). On (B)(6) 2025, 1353 days post index procedure, the patient passed away. Per edc, the home health company was unable to reach the patient by phone or email since (B)(6) 2025, so they contacted the local police department to request a wellness check on the patient and the police found the patient deceased inside home. At the time of death, the patient was on aspirin (81mg/day). There was no action taken and diagnostics performed in response to the event. No further information is currently available, and site has been queried for the same.